Event description:
It was reported the patient had a routine refill on 2014 (B)(6) and the procedure went well and the volumes were accurate with no issues. Approximately one hour post refill the patient returned to the clinic sedated with overdose-like symptoms including slurred speech and nausea. The pump dose was reduced 60% to approximately 3mcg/day of fentanyl. The physician contacted the pharmacy to report the event and ask them confirm the prescription information and send a new batch of drug. The new drug was filled in the reservoir on the date of this report and the concentrations and the dose were increased to 3.705 mcg fentanyl because, the patient reported to be hurting due to the dose decrease. At the refill procedure on the date of this report the actual residual volume (arv) was 16ml and the expected residual volume (erv) was 19.8ml. The healthcare provider (hcp) would have the aspirated reservoir drug from the refill tested for potency. Following the refill on the date of this report, the patient was ¿doing fine.¿ the pump was being used to deliver fentanyl, clonidine, and bupivacaine. The cause of the event, actions taken to mitigate or resolve the symptoms and if the issue was resolved was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8703w, lot# l49638, implanted: 1998 (B)(6); product type catheter. (B)(4).